Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed functional tests due to an error. When ejecting the battery drawer and reinserting, the error was repeatable on the device.

Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. All tests passed during bench analysis. Additional analysis found that the device failed when squeezing the unit on the lower display near the up/down arrows. Further analysis revealed the red wire of the display assembly had been pinched. The insulation of the wire was compromised causing a short to the main board when the device was squeezed. The log was also analyzed, the log entries showed the device had errors which were for supercap high measurement. The error that displayed was triggered from the errors in the log. Conclusion: the error was caused by shorting of the red wire to the main board, customer report confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the external pulse generator was powered up it displayed an error. It was noted that due to the sale date, it was expected that this would be covered by warranty. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.